Event description:
It was reported that dr. Marc bloom observed a large discrepancy between the sphb reading and the lab values. He said there was up to a 3 g/dl difference and despite 3 blood transfusions he felt the trend did not follow the pt's clinical status and did not follow the lab values obtained from the arterial blood gas samples that they use to obtain a hemoglobin and hematocrit. No known impact or consequence to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted.